Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called and stated that the alarm silence is activated all the time. The light is on and it won't come off after 45secs like it should. The switch if fine. He stated that there was no patient involvement. Going to send him a new alarm board. Parts contract is the order for the replacement board and also the rga number for the defective one to come back."

Manufacturer narrative:
The following information concerning the evaluation of the device is a summary of the information documented by the cardinal heath technical support specialist and the cardinal health failure analysis lab tech. The cardinal health tech support specialist in conjunction with the user facility biomed determined that the root cause of the reported event was a faulty alarm board assembly. The alarm board assembly was received into the cardinal health failure analysis lab. The cardinal health failure analysis lab tech evaluated the alarm board assembly and determined that the root cause of its failure was a faulty capacitor, # c27. The user facility was shopped a replacement alarm board assembly to repair the device and return it to service. The user facility biomed reported the replacement alarm board assembly fixed the problem. Corrective or preventative measure information for the alarm board assembly resides in corrective action request (car) # 605 and engineering change order.